Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative confirmed the reported event in the event log and found system messages (sm) [the connected footswitch is not supported], [call field service], and [call field service]. The company service representative replaced the footswitch cable as a prevention to address the sm. The company service representative observed that the lamp life hours was about to be out, so the xenon lamp was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system powered off during a procedure. Additional information has been requested.